Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v802403, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3889-28, lot# v802403, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient was implanted for gastrointestinal/ pelvic floor issues. The consumer reported that she had a loss of therapy and her device was helping with her bowels but not with her bladder. The patient also had shocking sensations at one point. These shocks felt like a needle prick and started in december, 2014. The doctor reported that the "stems" were broken in the back. 2 were reportedly working, that was it. The patient stated that she fell and hit the fridge and knew that it had broken. The patient turned the device off in (B)(6) and turned it back on in (B)(6) and it was not shocking her. It worked for a while, but now was not helping. No interventions or outcomes were reported regarding this event.